Event description:
Customer reported via phone call that they experienced low blood glucose. Customer stated that blood glucose value is unknown; customer went unconscious and was treated with a glucagon shot and it said 78 mg/dl. Customer mentioned having issued with the sensor. Customer states the basal rate settings might need to be changed and customer had already changed them. Customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-13942.